Manufacturer narrative:
The tech examined the right intermediate siderail operation and found the siderail locking and functioning properly the tech determined the siderail was raised, but was not fully locked in place by the hosp staff. The totalcare bariatric bed and totalcare bariatric plus therapy sys user manual states: while raising the siderails, a click will be heard when it latches into the locked position.

Event description:
Info received indicates the pt was laying on her right side in the bed as the nurse's aid adjusted the bed linen. The aid asked the pt to move towards the right edge of the bed against the siderail. As the aid pulled the linen the pt heard a click sound and the right intermediate siderail dropped. The pt fell to the floor, landing on her left knee and wrist and front side. The pt was x-rayed, no treatment was needed.